Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker reported feeling a heating/burning and electrical shocking sensation around the device site, starting shortly after the device was implanted. Additionally, the device exhibited an unexpected decrease in remaining longevity at the first follow up, one month post-implant, down to 5.5 years. Less than two years later, the remaining longevity had decreased to 2.5 years and the patient reported angina-type chest pain. The patient later experienced an episode of major malaise (B)(6) 2025) while on a motorcycle trip, where they reported progressive chest discomfort, a weak and irregular pulse, and presyncope. Once off the motorcycle, the patient experienced shortness of breath, nausea, and vomiting. The patient had a similar experienced the following year while traveling for work out of the country. This time, the patient reported feeling localized electrical shocks in their left arm and a burning sensation at the pacemaker site. The patient experienced dizziness, weakness and an abnormally low pulse, followed by an unexplained acceleration of their pulse. Following this episode, the patient underwent testing and evaluation and it was determined that the pacemaker required replacement. Device replacement was performed in (B)(6) 2026. No additional adverse patient effects were reported. At this time, the explanted device has not been returned for laboratory analysis. A legal claim was filed against boston scientific as this device was included in a product advisory.